Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The handle for torque limiting attachment (part # 03.110.005, lot # l854765, mfg 27-apr-2018) was examined and was found to be missing the thread pin; without this component the device cannot function as intended. The balance of the device is in fair condition. The received condition does agree with the complaint description. Dimensional inspection: dimensional analysis was not performed as there are no dimensions relevant to the complaint of a missing screw. From the drawings in can be seen that the thread pin is part of the assembly and is needed for the device to function as intended and therefore a conclusive determination has been reached. A root cause could not be determined as the circumstances surrounding the complaint are unknown. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.110.005. Lot: l854765. Manufacturing site: bettlach. Release to warehouse date: 27. Apr. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a routine incoming inspection of a loaner set, it was observed that the handle for torque limiting attachment was broken. There was no patient involvement. This report is for a handle for torque limiting attachment. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.110.005, lot l854765: manufacturing site: bettlach. Release to warehouse date: april 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the handle for torque limiting attachment was examined and was found to be missing the thread pin; without this component the device cannot function as intended. The balance of the device is in fair condition. The received condition does agree with the complaint description. The relevant drawing was reviewed. From the drawings in can be seen that the thread pin is part of the assembly and is needed for the device to function as intended and therefore a conclusive determination has been reached. A root cause could not be determined as the circumstances surrounding the complaint are unknown. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.